Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The customer initially reports that the footplate fell off during a case. No pt injury. Sales rep was advised that a 3rd party sharpens their instruments. On (B)(6) 2011, customer reports via phone that the device was being used to cut bone during a lumbar fusion when the footplate broke off. It was easily removed from the operative site. Confirmed no pt injury. The customer reports the device is old and that a third party repair sharpened the instrument and he believes this to be a contributing factor for the failure. They are very satisfied with this device otherwise.